Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4)

Event description:
It was reported that the balloon ruptured. The 100% chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 5.0 x 100, 75cm mustang balloon catheter was advanced to pre-dilate the lesion. However, upon first inflation, the balloon ruptured. The device was completely removed from the patient's body and was replaced with 5mm/10cm sterling balloon catheter. The procedure was completed. No complications were reported and patient's status was good.